Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the perforation, device dislocation and alopecia outcome was unknown. The reporter considered perforation, device dislocation and alopecia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and perforation of organs. Plaintiff underwent a surgery to remove essure approximately three years after insertion. No further information was provided, therefore, perforation of organs was regarded as perforation (nos). Perforation is unanticipated whereas device dislocation is anticipated according to reference safety information for essure. The exact time point and mechanism of perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was mentioned. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and perforation of organs. Plaintiff underwent a surgery to remove essure approximately three years after insertion. No further information was provided, therefore, perforation of organs was regarded as perforation (nos). Perforation is unanticipated whereas device dislocation is anticipated according to reference safety information for essure. The exact time point and mechanism of perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was mentioned. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant'), endometrial ablation ('hydrothermablation') and caesarean section ('low transverse c-section') in an adult female patient who had essure (batch no. 12564598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and caesarean section (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hydrothermablation, low transverse c-section and surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, endometrial ablation, pregnancy with contraceptive device, alopecia and caesarean section outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, caesarean section, device dislocation, endometrial ablation, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number added. Events added: hydroboration, c-section. Pregnancy outcome was updated. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant'), endometrial ablation ('hydrothermablation') and caesarean section ('low transverse c-section') in an adult female patient who had essure (batch no. 12564598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and caesarean section (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hydrothermablation, low transverse c-section and surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, endometrial ablation, pregnancy with contraceptive device, alopecia and caesarean section outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, caesarean section, device dislocation, endometrial ablation, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number added. Events added: hydroboration, c-section. Pregnancy outcome was updated. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant'), endometrial ablation ('hydrothermablation') and caesarean section ('low transverse c-section') in an adult female patient who had essure (batch no. 12564598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and caesarean section (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hydrothermablation, low transverse c-section and surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, endometrial ablation, pregnancy with contraceptive device, alopecia and caesarean section outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, caesarean section, device dislocation, endometrial ablation, perforation and pregnancy with contraceptive device to be related to essure. Lot number: 12564598 manufacturing date: 2013-02 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016) and surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, device dislocation, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-oct-2017: events "unintended pregnancy and device ineffective", reporter lawyer added from summon. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.